Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported that the battery failed to charge and is not making contact. There was no reported pt involvement and/or impact.